Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is going through batteries every 3 weeks. Customer's blood glucose is 70 mg/dl. The battery indicator does not show less than 2 bars. The battery did last more than 1 week. Customer found that the battery compartment was clean. Customer's blood glucose was 408 mg/dl. Customer treated with a bolus. Customer changed her set before dinner that day. Customer bolused for dinner. Customer had blood glucose of 298 mg/dl because the reservoir was empty. Customer changed the set and finished the correction. Customer ate dinner and fell asleep on the sofa. Customer woke up and her blood glucose was 408 mg/dl. Customer treated with a bolus and it was 70 mg/dl this morning. Customer stated that her blood glucose goes up after she changes her set. Customer was advised that she may not have received insulin delivery for a few hours. Customer stated that she will change her set before getting the no delivery alarm. Customer declined troubleshooting.